Event description:
Dexcom g7 sensor is giving false highs and lows. I have had to have several replaced, and the replacements replaced. It will give a reading of a very low glucose, (ex- will read 49 but a finger stick will be 120, or will give a reading of 299 but finger stick will be 199) this can be extremely dangerous and could cause a diabetic coma or worse, a death.